Manufacturer narrative:
The following devices were also listed in this report: mck tibial baseplate-rm/ll-sz 7; cat# 180617; lot# 26450315, mako x3 uni onlay tibial insert size 7 - 8 mm; cat# 180737-1; lot# 2409ke. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. A supplemental report will be submitted upon completion of the investigation.

Event description:
Patient had a pka. Patient continued to have knee pain and swelling post surgery. Surgeon revised the pka to a tka.

Manufacturer narrative:
An event regarding pain involving a femoral component was reported. The event was not confirmed. Method & results: product evaluation and results: visual inspection noted that the device was returned with remaining cement and biological material around the fixation pegs. Explantation damage was also noticed on the device. Clinician review: not performed as medical records were not provided for review. Review of the device history records could not be performed as the device was not properly identified. Review of the complaint history records could not be performed as the device was not properly identified. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information is needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Patient had a pka. Patient continued to have knee pain and swelling post surgery. Surgeon revised the pka to a tka.